Manufacturer narrative:
(Type of investigation, component codes) testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the patient interface module, then performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
The distributor's getinge trained field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse replaced the patient interface module, then performed all functional and safety checks to meet factory specifications. The iabp unit passed all functional and safety test per factory specifications and was released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
(B)(6). Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) electrical failure #5 occurred after a few minutes of working with the balloon catheter connected normally. Also, an internal communication failure was reported after shutting down and restarting, and then turning off ac power for a few minutes, then turning on electrical failure #5. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.